Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the 355ld blade of the trocar, would not engage, leaving the blade shield locked. Another device was used to complete the case. There was no consequence to the pt.